Event description:
It was reported that customer initially did not see drops of insulin at end of tubing during fill tubing step of load sequence, creating concern about proper insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of room temperature insulin, no cartridge reuse, and use of fill rod to remove air bubbles, and technical support instructed customer to continue filling tubing until drops were seen, then assisted in completing load process so pump use and insulin delivery were successfully resumed.